Event description:
The user facility reported that during a diagnostic upper endoscopy, the image became black and a line was observed on the black image. The user facility reportedly utilized a similar, but different endoscope and video cart to complete the procedure, and there was no pt injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that the image was flickering and intermittently lost after testing the device for several hours. The source of the difficulty was isolated to the electrical connector. The unit has now been serviced, and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.